Event description:
It was reported that during a ladg procedure, the part of blade tip was broken during the surgery. The broken part was found on the floor in or. But the broken part could not be returned. Not noted how case completed. No pt consequence.